Manufacturer narrative:
Correction: the UDI was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign material remained at the distal end due to a leak defect in the channel tube. It is also likely that reprocessing may have been insufficient or inaccurate. The reprocessing method is described in the following items: chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insufficient or incorrect reprocessing due to foreign material that could not be removed from the nozzle even with the correct reprocess performed due to the buckling of each channel nozzle, and the gap on the insertion section of the boot. Additionally, there was no scope identification (ID) data, due to a pinhole on the channel tube, the water tightness was lost, the ig bundle had a stain, the distal end was shaved, and the bending tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope was leaky. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: insufficient or incorrect reprocessing with foreign material found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.